Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the representative performed a system checkout but could not duplicate this event and the issue has not re-occurred. System was functioning properly. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the site was having issues closing the gantry on the system. The system was placed outside in the hall-way open and when they went to close the gantry they weren't getting a response. They shut the system down for a few hours and rebooted the system. The system had no response, then they unplugged the umbilical cord and rebooted the systems and was able to establish connection. The manufacturer representative (rep) also stated that they were getting a red x upon booting the system up on the pendant when the system was docked. No patient was present at the time of the event.